Event description:
During the surgery, the surgeon could not put the tibial bearing insert trial (#3/10mm) on the tibial base plate (#3). Therefore, the surgeon used another trials (#3/8mm and #3/12mm) in stead of it.

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.